Event description:
The facility representative reported a colleague infusion pump with 814:04 failure code. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During product evaluation at baxter, it was discovered that the event occurred during delivery; therefore, an interruption during delivery occurred. No additional information is available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was an inoperative pumphead module. Since this is a stay in device, the device will not be repaired. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).